Event description:
It was reported the patient is experiencing ineffective stimulation from his scs system. X-rays taken did not reveal any anomalies. An sjm representative met with the patient but was unable to provide effective stimulation through system reprogramming. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received identified the patient's entire scs system was explanted after finding a granuloma at the lead site during the revision surgery on (B)(6) 2015. (Reference MFR. Report #1627487-2015-20358)

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.